Manufacturer narrative:
Correction: b3: new information was received on 11 june 2025, confirming that the event date for this specific event was 25feb2025. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv-1/2 ag/ab combo test performed on different dates with different lot numbers. This is report one (1) of two (2). The customer reported a false positive result with the determine hiv-1/2 ag/ab combo test on (B)(6) 2025. The customer indicated that samples were sent to a third-party lab for confirmation testing (platform unknown), which generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. An evaluation is in process. ..a follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv-1/2 ag/ab combo test performed on unknown dates with different lot numbers. This is report one (1) of two (2). The customer indicated that samples were sent to a third-party lab for confirmation testing (platform unknown), which generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrections: b5 - summary updated to reflect sample type d4 - serial number ni to na e1 - establishment name updated h4 - date updated h6 - impact code updated. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000962456 with internal positive quality control samples and negative quality control samples. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000962456, device part number 10732998 / lot 952951. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000962456 showed that the complaint rate is 0.224%. As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000962456, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv-1/2 ag/ab combo test performed on different dates with different lot numbers. This is report one (1) of two (2). The customer reported a false positive result with the determine hiv-1/2 ag/ab combo test on (B)(6) 2025 with a fingerstick sample. The customer indicated that samples were sent to a third-party lab for confirmation testing (platform unknown), which generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.